Manufacturer narrative:
On) 02/16/2017 software analysis was unable to determine probable cause with the information provided. Software engineer review of patient logs provided no additional insight. - 01/20/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in an ear, nose & throat (ent) procedure, the navigation system monitor intermittently displayed a black screen four times. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.